Event description:
As reported during use with a swan ganz catheter the proximal infusion lumen hub was found detached. This was after cardiac surgery in the ICU. The detachment was not confirmed during surgery. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
Additional product codes include. Kra catheter, continuous flush. Dqe catheter, oximeter, fiberoptic. Dqo catheter, intravascular, diagnostic. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One swan ganz catheter was returned for evaluation. Customer report of the proximal infusion lumen hub of this swan ganz catheter was found detached was confirmed. As received, extension tube of infusion lumen was broken off at distal end of infusion lumen hub. Cross surfaces of the broken catheter body appeared uneven and rough. Balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Pa distal and proximal injectate lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from balloon or returned syringe. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established.